Event description:
It was reported that 3 q-syte 15cm small bore bi-ext sets had foreign particles found in their packaging, and the extension tubing was separated from one set. The following information was provided by the initial reporter: "particles found inside the packing and one extension hub is (separated) broken inside the pack."

Manufacturer narrative:
H.6. Investigation: as per request, ftir analysis was completed on the loose material observed in the sealed blister packs. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely a combination of polyethylene and polypropylene. Pictures and samples received show evidence of foreign material and damage not caused in the nogales manufacturing process. Unable to confirm failure modes for the nogales manufacturing process. No findings in qns/ncmr/DHR about the lot number 8183748 was found. Bd was not able to duplicate or confirm the customer¿s indicated failure modes since the nogales manufacturing process cannot cause the failure modes reported. The damaged sample seems to be caused by a external source to the nogales manufacturing process. There are no sharp tools in the manufacturing and packaging process. Cap, tubes, q-sytes, clamp, tyvek, blister and all of the components exhibit some damage and/or contamination that cannot be caused in the nogales manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 q-syte 15cm small bore bi-ext sets had foreign particles found in their packaging, and the extension tubing was separated from one set. The following information was provided by the initial reporter: "particles found inside the packing and one extension hub is (separated) broken inside the pack."